Event description:
Pt states that one of more needles arrived detached from syringe. Dose, frequency and route used: use for injection twice a day. Therapy dates: (B)(6) 2008. Diagnosis for use: insulin delivery.